Event description:
The plaintiff has suffered from inter alia urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea. Plaintiff has been diagnosed as suffering from type-I latex allergy, and is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Plaintiff further alleges has suffered severe and irreversible latex allergy and is unable to enter any environment where plaintiff is exposed to latex proteins. Entering such environment puts plaintiff at risk for anaphylactic reaction. Also plaintiff alleges that plaintiff must live plaintiff life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. Furthermore plaintiff is restricted in their life as to where plaintiff can go, and what plaintiff can do with plaintiff's life, with career, and with plaintiff's family. Plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hospital, for any purpose, is a health hazard. Also plaintiff alleges that has suffered and will continue to suffer in the future, severe emotional distress, and an inability to engage in normal activities. Plaintiff has suffered physical injuries, as well as great despair, and loss of enjoyment of life, all of which are of a permanent, continuing and life threatening nature. Also plaintiff has suffered great loss and depreciation of earnings and earning capacity and will continue to suffer same for indefinite time in the future. Finally, the plaintiff's spouse, and the plaintiff's children, allege that they have been deprived of the consortium, care, support and services of the plaintiff.